Event description:
It was reported that the arctic sun device had a low flow rate issue. As per review of wo on (B)(6), 2023, no patient involvement. Symptoms were detected during the equipment inspection. As per follow up information received via email on (B)(6), 2023, the flow rate was 0-0.5 l/min when they operated it by bypass mode. They replaced circulation pump assembly. The date of event occurred was (B)(6), 2023.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. During testing, it was found that the flow rate was 0~0.5 l/min when I operated it by bypass mode, confirming the low flow rate problem. Circulation pump assembly was replaced. It passed all tests successfully. The evaluation found no other issues with the arctic sun performance. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction- d, f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had a low flow rate issue. Per review of wo on (B)(6) 2023, no patient involvement. Symptoms were detected during the equipment inspection. Per follow up information received via email on (B)(6) 2023, the flow rate was 0-0.5 l/min when they operated it by bypass mode. They replaced circulation pump assembly. The date of event occurred was (B)(6) 2023.